Event description:
A discordant advia centaur xp vitamin d result was obtained on a patient sample. The result was not reported to the physician. Upon retest the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant vitamin d result.

Manufacturer narrative:
A siemens field service engineer (fse) evaluated the advia centaur xp instrument and instrument data. Analysis of the instruments data indicates that the cause for the discordant vitamin d result was due to serum build up at the dispense port. The fse replaced the diluter, and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.